Manufacturer narrative:
E1: reporting address state/ reporting institution phone/ reporter phone # (B)(6).

Event description:
Philips received a complaint by the biomedical technician on the v60 indicating that the top left of the touchscreen was no longer responding to touch. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical technician called technical support to report that the top left of the touchscreen was no longer responding to touch. A field service engineer (fse) was dispatched onsite to evaluate and repair the device, and upon arrival, the fse confirmed the reported issue while high flow therapy (hft) was used, replaced the touchscreen, performed touchscreen calibration, exited hft (pause) mode, and verified that the issue was resolved as the device operated as intended. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.